Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced urethral perforation in two places which was found to be exposure. The patient also experienced pain following the procedure. The patient had combined laparoscopic and vaginal removal of mesh and urethral reconstruction. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.